Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During bench repair, the philips healthcare bench repair technician noted that the heartstart xl failed the extended test for system failure. There was no patient involvement.